Manufacturer narrative:
Note : product reference 4436946 is not cleared for sales in the USA, but similar product reference is cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch of celsite access ports which complies with our specifications and does not represent any discrepancy. No other similar incident has been declared to us on this batch of access ports released in september 2017. Investigation results: we received for investigation one celsite st305p access port. The catheter is broken into two pieces. The proximal part of the catheter, still connected to the access port housing with the connection ring, is 6 cm long, the distal part of the catheter is 21 cm long. The catheter rupture facies is rough; the catheter is flattened/ovalized. This proves that the catheter was angled/fold at this level. The returned device was measured. Its dimensions are compliant with specifications. X-ray pictures examination: the x-ray pictures received show that the catheter is implanted via the axilary vein. The rupture is visible at about 6 cm. The distal part of the catheter has moved into the heart. The x-ray picture taken just after implantation was not forwarded for analysis. Conclusion: no manufacturing defect has been detected on the returned device. The rupture facies is ovalized and characteristic of wear break at a level of an acute angle or pinch. This is a known complication of access port implantation. The IFU specify "ensure there is no kinking of the catheter." This is a rare incident, no corrective action is envisaged at the moment.

Event description:
The product is implanted in the patient for two years. During the most recent treatment, a broken catheter was found to have fallen off the patient's heart. Doctor has operated to remove it.